Event description:
It was reported that in preparation for an aneurysm embolization treatment procedure, a product appeared mislabeled. The outer packaging of the wallgraft showed lot #95721377 which is an 8mm x 70mm 9fr product; however, the inner packaging showed lot #7518397 which is a 12mm x 50mm 11fr product. This product was never used on the patient, and the physician used another of the same device to complete the procedure. Patient status was reported as 'stable'.